Event description:
Pt was undergoing anal condyloma ablation with electrocautery. The pt was in the prone position, and dual dispersive electrode pad had been placed on his posterior thigh. The electrocautery generator indicated that the pad was connected effectively (green light). The coagulation was weak, with low suction. Therefore, the team switched to another cautery generator with an air filter smoke evacuator and the cautery continued to be weak. The disposable electrocautery pencil was then changed with no improvement in cautery. The green light was visible on both of the machines. The team then switched to a pressure dressing with surgicel to complete the case. When the drapes were removed, a burn area was noted on the pt's thigh and the electrode where the silver dispersive portion meets the white adhesive area. This was assessed and determined to be a full thickness burn (2cm by 8cm) surrounded by an area of erythema.